Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated that the air bubbles were in tubing. Customer stated the pump was rewound with a reservoir in place. The customer was advised to change infusion set. Customer stated he was able to prime the air bubbles out of the line himself via prime in air.